Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The complaint report indicates that no sample is available in connection with this complaint as the sample was discarded. Without a sample we are unable to perform a thorough follow up investigation to include functional and visual evaluations to determine the root cause(s) of the reported condition or implement any corrective action(s). If a sample should be returned at a later date, this complaint will be reopened and the investigation updated to reflect our findings. There was a photo provided and the investigation team was able to confirm the reported condition based on the review of the photo. However, the feeding set has a safety feature designed to prevent excess pressure being exerted into the patient. This reported issue can occur when administrating viscous medication through the medication port on the y-connector part of the enteral feed set. On some occasions, as required, this port is used to administer a bolus top up feed to give added nutrition. During this event, the safety feature may have been activated, and the pressure would be diverted away from the patient back up to the peristaltic pump section causing a disconnect. In this instance, the device safety mechanism would have operated as intended. At this time, there is not enough information, and a corrective action will not be initiated. The associated data will be used for tracking and trending purposes.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that the giving set broke while administrating feed in the pump causing the set to leak feed on the pump. No medications were being given, only feed. No patient injury reported.